Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention for an issue related to MFR report#: 1627487-2020-48425. Following the procedure, the patient's ipg was deemed inoperable. No monopolar devices were believed to have been used during the procedure. Multiple troubleshooting attempts were made to restore the patient's ipg but have been unsuccessful. As a result, the patient may undergo surgical intervention to address the issue.